Event description:
It was reported that the device exhibited error codes 1210, 1260, and 1261 and had scratches on the screen. The event occurred during testing. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the rear housing cracked on the top corner, lens display scratched, and downstream sensor and upstream sensor seal were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; found mcu board clock battery was damaged causing the alarm message. The most probably root cause was determined to be the mcu board damaged and lens display scratched. The mcu board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.